Event description:
A caller reported that a malfunction occurred on their pump. This did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose. The caller understood the instructions provided.